Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, cannot see properly after cataract surgery and have more astigmatism than when started. Additional information was received and stated, patient had laser surgery and that was the last visit with his surgeon. There are two medical device reports associated with this patient. This report is associated with the left eye.